Event description:
At about 1 month after primary, the patient came in reporting pain due to subsidence of the cup and stem loosening. The surgeon revised successfully the cup, liner, head and stem.

Manufacturer narrative:
Batch review performed on 05-aug-2024 lot 2304086: (B)(4) items manufactured and released on 30-jun-2023. Expiration date: 2028-06-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional device involved batch review performed on 05-aug-2024 cup: mpact 01.32.148dh acetabular shell ø48 two-holes (k132879) lot 2316704: (B)(4) items manufactured and released on 22-nov-2023. Expiration date: 2028-11-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review